Event description:
It was reported that during a transcatheter aortic valve replacement procedure, at 80% deployment of the valve, an arrythmia was observed. Subsequently, the patient began to decompensate and the procedure was aborted. A 30-minute procedural delay occurred, and the patient¿s hospitalization was prolonged. Per the physician, the patients calcified anatomy contributed to the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 15-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. Additional adverse events were added. B5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, at 80% deployment of the valve, an arrythmia was observed. Subsequently, the patient began to decompensate and the procedure was aborted. A 30-minute procedural delay occurred, and the patient¿s hospitalization was prolonged. Per the physician, the patients calcified anatomy contributed to the event. Additional information was received to report an electrocardiogram showed an st segment depression. Per the physician, the cause of the decompensation was potentially related to a coronary artery occlusion contributed to by the medtronic valve. The valve was recaptured and the patient recovered; subsequently the delivery catheter system (dcs) and loaded valve were withdrawn from the patient. The patient stabilized and was discharged to home on day two.